Manufacturer narrative:
No button error alarm noted. Unit received with unresponsive buttons due to moisture damage on the electronic assembly. No moisture or corroded keypad traces noted. Unable to test for displacement test due to unresponsive buttons. Traces of moisture was found on the motor assembly as well. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was dropped in water. The insulin pump alarmed button error. Fluid was under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.